Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the instrument was introduced into the patient, clamped upon the tissue (appendix), and it "would not fire". The doctor released the tissue and removed the instrument from the patient. The staff reported that the replacement reload fired, the appendix was resected. The staples did deploy however they did not see staples on the specimen. The team reviewed the staple line on the cecum and did find the staple line complete.. A new stapler was opened along with a new cartridge reload and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.